Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after not receiving insulin since the prior afternoon, and they contacted support for assistance with an infusion set and cartridge change using a steel 6 mm contact/detach infusion set; the agent guided the user through rewinding, removing the old cartridge and set, installing a new cartridge, connector, tubing, performing fill tubing, applying the new set, and filling the cannula, after which insulin therapy was resumed. Symptoms included elevated blood glucose. Outcomes included improvement in blood glucose from a high level to 159 mg/dl following troubleshooting and resumption of therapy, with no alarms reported and no need for medical facility care. Investigation included customer care troubleshooting and education on infusion set and cartridge replacement. Investigation of this case revealed no device alarms or malfunctions and suggested therapy interruption due to missed insulin delivery prior to the call, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.